Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Images were provided and confirmed a broken cable at the distal end of the instrument. Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps instrument presented a rupture in the steel cable, close to the angulation. The procedure was completed with a backup prograsp forceps with no reported injury. The procedure was delayed less than 15 minutes.